Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic upon device interrogation, recorded episodes of atrial lead noise were observed. The noise could not be replicated with provocative testing or pocket manipulation. The patient was in stable condition. No intervention was reported.

Event description:
New information noted that the patient was asymptomatic to noise. The physician elected to take no action at this time; the patient would be monitored closely.